Manufacturer narrative:
Per tandem's t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect. Reportedly, the pump time was behind by 12 hours from the current time. Review of the pump data showed that the customer's pump time was last changed on (B)(6) 2016 during daylight savings. Reportedly, on (B)(6) 2016, the customer intended to change the time on the pump forward by 1 hour and meant to change from 11am to 12 pm but had accidentally did not changed the "am" to "pm". Tandem technical support assisted the customer on successfully editing the time and date. Recommendation was made to confirm am/pm is correct when changing the time on the pump. Customer understood and was satisfied. There was no reported impact to the customer's blood glucose level.